Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 02/14/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and visual inspection with the unaided eye shows that the product is damaged, most probably to make explant possible. The lens was inspected and showed the lens was cut up and one of the haptics was missing. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 19.5 diopter was explanted from a female patient's right eye due to a broken haptic. Through follow up it was confirmed that the lens was implanted on (B)(6) 2017 and the physician was hoping that the lens would settle in the eye. However during a post-op visit, the physician noticed that the haptic was damaged and proceeded to explant the lens on (B)(6) 2017. No further information was available.